Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue occurred outside of surgery. The patient exam was loaded, and at this point the surgeon decided navigation was not required for the procedure. The procedure had not been started when this decision was made, there was no problem with the navigation system reported. (B)(6) 2014. A medtronic representative, following-up at the site, reported during a navigation system check-out, the reported issue could not be replicated. System was functioning normally. - no further issues have been reported.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. Although there was nothing in the logs that definitively pointed to a root cause for the software exit, the most likely cause was related to a memory issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic ent representative reported that a site alleged their navigation system experienced an unexpected exit. A patient exam had been loaded onto the navigation system and from the patient registration screen the software unexpectedly booted back to the application launcher. There was no patient present when this issue was identified.